Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urethral atrophy that caused loss of urethral coaptation and recurring incontinence. The physician believed that cuff was initially correctly sized and placed in the correct location. The device was removed and replaced. There were no additional patient complications reported. The patient fully recovered post procedure.